Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire core and shaping ribbon became kinked against the total occlusion anatomy and/or the guide wire became tangled with the other guide wire used. Manipulation during retraction likely resulted in the separation. The core was bent at the separation as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a complex chronic (cto) total occlusion of the left anterior descending (lad) coronary artery. After a bmw guidewire was used as a buddy wire, and once removed, the tip was noted separated. Reportedly, during bmw use, there was no unusual resistance noted. All was removed from the patient and no separated portion was left in the anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.